Manufacturer narrative:
Taper ii. The product associated with this report will not be returned. Based on the device serial and catalog number provided by the reporter's physician, the taper type is assumed to be a taper ii. Device labeling addresses the possible outcome of band slip as follows: warning: over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation. Adverse events: it is important to discuss all possible complications and adverse events with your patient. Complications which may result from the use of this product include the risks associated with the medications and methods utilized in the surgical procedure, the risks associated with any surgical procedure and the patient's degree of intolerance to any foreign object implanted in the body band slippage and/or pouch dilatation can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require surgery to reposition and/or remove the band. Immediate re-operation to remove the band is indicated if there is total stoma-outlet obstruction that does not respond to band deflation or if there is abdominal pain. Nausea and vomiting may also be symptoms of stoma obstruction or a band/ stomach slippage.

Event description:
First reported by the patient via FDA mw5043198: "the lap-band slipped and was causing night aspiration. The port caused constant pain at the site." Follow-up with the patient confirmed the band slip and night aspiration. Patient reported the port caused pain at the site for nearly a year after implantation. Patient had multiple fills, but reported the band was always too tight or too loose, and was never able to hit the "sweet spot."